Event description:
This lv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services placed on (B)(6) 2014 stated that this lead had high thresholds of 5v at 1 ms. This was at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).